Manufacturer narrative:
1 x spsof-5-10 of lot#: c1547168 was returned to cirl for evaluation open not in its original packaging. A kink and was observed on main body of the stent at porthole. End of pigtail near body of the stent shows forceps marks likely from removal a 0.035-inch wireguide would pass the kinks. Prior to distribution all spsof-5-10 devices are subject to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for spsof-5-10 of lot number: c1547168 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number: c1547168. As per the instructions for use, which accompanies this device: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use¿. It also states: ¿note: care must be exercised when straightening pigtail curl in order to avoid kinking or breaking catheter.¿ a definite root cause cannot be determined, as the circumstances of use cannot be replicated in the laboratory. A possible cause may be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per additional information received a 0.025" wire guide was used. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence as there was no patient contact. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Information was received to confirm the incorrect wire guide size was used. They tried to put the stent in the pancreatic duct, but the stent could not pass through the stricture in the pancreatic duct. They pulled it out of patient¿s body, they noticed that the stent middle side hole was kink.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Information was received to confirm the incorrect wire guide size was used. They tried to put the stent in the pancreatic duct, but the stent could not pass through the stricture in the pancreatic duct. They pulled it out of patient¿s body, they noticed that the stent middle side hole was kink.